Event description:
It has been reported by the customer that the footboard is broken off of the bed. Customer states nurse was pushing/pulling the bed in this instance.

Manufacturer narrative:
Footboard.